Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that the patient felt "heightened stimulation" take place when going through security. The issue was reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.